Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. Customer indicated that they found the pump in their closet, turned it on and it alarmed. Customer indicated that they have not used the pump in 5 years and are not using it at the present time. Customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump received with detached end cap. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to detached end cap. Unable to confirm prime alarm due to detached end cap. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube and missing end cap sticker.